Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that they were unable to charge their onetouch iq meter as the screen was stuck on a ¿pc connected¿ message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 8:30am on (B)(6). The patient manages their diabetes with self-adjusted insulin. The patient was unwilling to answer if they made any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿fast heartrate and sweats¿ six hours later. The patient was unable to answer if they received any treatment for these symptoms. At the time of troubleshooting the patient alleged that their meter was not holding charge and that the battery indicator was displayed. The patient also mentioned receiving an error 1 message on their meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.